Event description:
Spacelabs received a report that a patient died after an asystole alarm from a spacelabs patient monitor. The customer stated that there was no failure with the monitor and the monitor did alarm. They also stated that there was no print out from the monitor during the event.

Manufacturer narrative:
The hospital biomed confirmed no failure of the patient monitor and the monitor did alarm on asystole. The biomed also confirmed that the print function at the monitor was turned off by clinical staff during the event, which did not contribute to the death of the patient. The monitor continues to be used by the customer. It is spacelabs' policy to submit medical device reports whenever we become aware of the death of a patient connected to one of our devices. We have concluded that no further action is required and consider this issue closed.